Event description:
Patient reported capsular contracture baker grade unknown on left side. The device remains implanted. Patient additionally reported muscle pain, cramps, prosthesis marking ripples and deformity in the skin (rippling), baker IV contracture.

Event description:
Patient reported capsular contracture baker grade unknown on left side. Patient additionally reported muscle pain, cramps, prosthesis marking ripples and deformity in the skin (rippling), baker IV contracture. The device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported capsular contracture baker grade unknown on left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported capsular contracture baker grade unknown on left side. Patient additionally reported muscle pain, cramps, prosthesis marking ripples and deformity in the skin (rippling), baker IV contracture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Patient reported capsular contracture baker grade unknown on left side. Patient additionally reported muscle pain, cramps, prosthesis marking ripples and deformity in the skin (rippling), baker IV contracture. The device has been explanted.